Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported with in a 30-day time frame. We are filing these late reports as directed by the rsmb staff. It was reported that the patient experienced a spinal headache which resulted in prolonged hospitalization. The patient was treated with caffeine 200mg orally every eight hours. The next day, the patient experienced a possible seizure, no action was taken. A blood patch was performed in early 2007. Three days after the blood patch, the patient reported a headache and the next day, the patient experienced vomiting. No action was taken. It was reported that the patient recovered without sequela from all symptoms. The pump contained gabapentin at the time of the event.